Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that 190 scope not detected and image not displayed when 190 scope connected were due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The device evaluation found no image from due to a defective printed circuit board, and there was dust was found inside the equipment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source was not working, and the image did not come on when connected. The scope was not being detected. The issue was observed during customer maintenance and there was no patient or procedure involved.